Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 402 mg/dl. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The bolus wizard and basal rate settings were correct. She was advised to remove the infusion set from the body and stated that the cannula was not bent or occluded but that there was a small knot at the site. Customer was unable to perform a high pressure test. Nothing further was reported.